Manufacturer narrative:
Patient demographics such as age, date of birth, gender, weight, race and ethnicity were not supplied. Customer phone number is (B)(6). A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's laboratory to assess instrument performance as the customer was not questioning the performance in conjunction with this event. All of the system parameters, including quality controls (qc), calibrations and system checks were performing with instrument specifications at the time of the event. The access accutni+3 reagent was not returned to bec for further investigation. No further information is available regarding the performance of the reagent. There were no reports of error messages, system flags or issues with other patients/assays in conjunction with this event. It was noted by the customer that the sample collection tube was not filled correctly prior to analysis and the specimen was hemolyzed prior to analysis. In conclusion, sample handling is the cause of this event as the customer did not follow manufacturer guidelines for collecting and processing the patient's sample.

Event description:
The customer reported obtaining a non-reproducible, elevated troponin I (access accutni+3) result for one (1) patient on the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). Subsequent testing of the same sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system produced lower results within the normal reference range of the assay. The customer stated that the initial, elevated access accutni+3 result was released from the laboratory. As a result of the elevated access accutni+3 result the patient was administered unspecified blood thinners (anticoagulants). System performance indicators such as quality controls (qc), calibrations and system checks were performing within the instrument's and assay's specifications at the time of the event. There were no reports of hardware errors, system flags or issues with other assays in conjunction with this event. The patient's sample was collected in a serum tube which was centrifuged for ten (10) minutes at 3000g (g force). The customer noted that the sample collected was both a short draw, indicating that not enough patient sample was collected for the tube in use, and hemolyzed, indicating a sub-optimal specimen.